Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised thirteen (13) years post implantation due to metallosis, loose acetabular component, and femoral and acetabular bone loss. During the revision a fracture of the greater trochanter was noted as well as no acetabular medial support. All components were explanted.

Manufacturer narrative:
(B)(4). D10: us157862 m2a-magnum pf cup 62odx56id 428720 12-103209 taperloc por red/dist 17.5x155 55 437510 139266 m2a-magnum 52-60mm tpr insrt-3 0/-3mmt1 392460 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code- mechanical: head (g04). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Operative record (left tha revision & right tha primary performed) ¿ severe pain left hip ¿ pre-op imaging showed severe bone loss on both the cup and femoral side, loose acetabular component ¿ elevated inflammatory markers, aspiration prior to surgery 3600 cells ¿ general anesthesia, ebl 2500ml *presumed this is for left and right procedures combiend ¿ findings: severe metallosis of left hip, loose acetabular component, severe acetabular bone loss, severe femoral bone loss ¿ during exposure a fracture of the greater trochanter was noted ¿ debridement of the acetabular shell, large segmental defect superiorly as well as medially was noted ¿there was no medial support¿ ¿ ¿ischium was able to move independently from the ileum¿ ¿ frozen section confirmed no significant acute inflammation ¿ bone graft placed within the acetabulum; cage system placed with screws & cement, along with cemented shell, stem and dual mobility system ¿ hip was trialed and determined to have good stability and appropriate leg length ¿ fluoroscopy confirmed placement of all hardware ¿ primary right total hip arthroplasty completed at the same time as left hip revision with unk product, no allegations noted. A definitive root cause cannot be determined. The event is confirmed. Via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.